Event description:
A report was received that the patients lead was off to the left and wanted it more midline. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.